Manufacturer narrative:
(B)(4). Follow up. As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of defect during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. H3 other text : see h10 narrative.

Event description:
No additional information received. We have had a customer experience an issue with this product they have stated the following. They keep breaking like shatter which contaminates the medication being drawn up as the shattering is after the filter and we don't notice until we see loads air being drawn up through the breaks. I've had to throw away very expensive medication because of this. Then what makes it worse, is when they don't shatter, they draw up air and do not seal completely around the nib, so we get a medication which is full of air bubbles. 3 times I've used it and the pain after changing to my normal needle to inject is bad. I'm sure there has been contamination and the filter is not doing the job it should be doing. The product is bad quality. I am really disappointed. Please advise. S000149140. Po: (B)(6). Sku: 305211.

Event description:
We have had a customer experience an issue with this product they have stated the following. They keep breaking like shatter which contaminates the medication being drawn up as the shattering is after the filter and we don't notice until we see loads air being drawn up through the breaks. I've had to throw away very expensive medication because of this. Then what makes it worse, is when they don't shatter, they draw up air and do not seal completely around the nib, so we get a medication which is full of air bubbles. 3 times I've used it and the pain after changing to my normal needle to inject is bad. I'm sure there has been contamination and the filter is not doing the job it should be doing. The product is bad quality. I am really disappointed. Please advise. S000149140, po: (B)(4), sku: 305211.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.